Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Debris was found on the forceps elevator. Scratches were found on the image guide protector, the switch button 3, the universal cord, the universal cord protector on the side connector and the acoustic lens. The connecting tube was wrinkled, had a cut and was buckling. The switch button 4 was cut, the auxiliary water inlet was deformed, the light guide lens was dirty, the light guide bundle had breakage and the adhesive on the bending section rubber was chipped. The deformed air/water nozzle caused the water removal ability to not meet the standard value. The worn angle wire caused the bending angle in the up/down direction to not meet the standard value. The forceps elevator knob was deformed, which prevented the right/left and up/down knobs to lock securely. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was debris on the forceps elevator on the evis exera ii ultrasound gastrovideoscope. The event was observed during receipt inspection of the subject device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Corrected data: b5, g2 (added company representative), h6 (medical device problem code). This supplemental report is submitted, to provide the results of the legal manufacturer¿s investigation. The device history record (DHR) review and applicable corrections. The review of the DHR did not find any abnormalities or anomalies identified, during production. The device met all specifications upon release. According to the investigation, the most likely cause was insufficient cleaning of the subject device by the user. The instructions for use (IFU), provides instructions on handling and cleaning of the device: ¿do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope¿. ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result¿. ¿all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized, during every reprocessing cycle, even if the channels were not used, during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope¿. Olympus will continue to monitor the field performance of this device.

Event description:
A demo evis exera ii ultrasound gastrovideoscope was returned, to the olympus repair center. During the inspection and testing of the returned device, debris was found on the forceps elevator, which had been attributed to insufficient cleaning. The customer did not report any problems associated with the device. And there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted, to capture the reportable malfunction found, during evaluation.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely the debris on the forceps elevator was caused by insufficient cleaning by the user. Instructions for use (IFU) instructions the user on the proper handling and cleaning of the scope. ¿do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur to prevent a water leak, do not apply excessive force when cleaning the endoscope.¿ ¿all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿ ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor the field performance of this device.